Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 23mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the pusher of the commander delivery system was not pulled back before deploying the valve. When the issue was noticed, the balloon inflation was immediately stopped, rapid pacing also stopped and the inflation syringe locked with approximately 2ml already inflated. The partially inflated valve moved over the commander delivery system and came out of the native annulus once the pusher was pulled back. After several unsuccessful attempts to recross the native annulus with a buddy balloon (due to the flared shape of the valve), it was decided to implant the valve in an optimal section of the descending aorta. A second 23mm sapien 3 valve was prepared and successfully implanted in the aortic valve. The patient was stable during the whole procedure with no injury.

Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. Imagery was provided for review. Imagery was provided by the complaint site and the following observation were made: valve was partially inflated, and the flex tip was not pulled back to the triple markers. First (incident) valve appeared deploy at the descending aorta, and second valve appeared deploy in native aortic annulus. The reported event was unable to be confirmed due to unavailability of procedural imagery and medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, during procedure, the pusher of the commander delivery system was not pulled back before deploying the valve. When the issue was noticed, the balloon inflation was immediately stopped, rapid pacing also stopped and the atrion locked with approximately 2ml already inflated. The partially inflated valve (flared) moved over the commander delivery system and came out of the native annulus once the pusher was pulled back. In this case, the flex catheter tip pusher was not retracted prior to valve deployment, so it could prevent the expansion of inflation balloon, leading to partially expanded valve. Since the valve was partially expanded valve at the inflow side, it could have a challenge to re cross through the native annulus, resulting the valve embolization or deployed the valve at non target location. Per training manual, verify the flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. As such, available information suggests that user error (flex tip not retracted prior valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.